Manufacturer narrative:
Corrected data: the initial MDR was inadvertently filed on the wrong patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was charging their ipg frequently. Surgical intervention was undertaken during which the ipg was explanted and replaced.